Event description:
Procedure type: cervical fusion. According to the reporter, a cervical fusion (acdf c5-6, c6-7) was performed on (B)(6) 2010. The patient was involved in a motor vehicle accident on (B)(6) 2012. Broken screws were noted at c-5 after the motor vehicle accident. On (B)(6) 2012 a revision surgery of both levels was performed with posterior instrumentation. No additional information has been received regarding this incident.

Manufacturer narrative:
(B)(4).